Manufacturer narrative:
(B)(4). Date sent: 3/9/2026. D4: batch #unk. Additional information was requested, and the following was obtained: 1. Was the firing sequences started? Yes. If yes, was the firing sequence completed? Unknown. 2. Did the device deliver any staples? Yes. 3. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Unknown. 4. Were there staples missing from the staple line? Unknown. 6. Did the device cut? Unknown. 9. Was there any difficulty opening the device jaws? No. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #c9e23e, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that a few staples were formed with irregular shapes and anastomotic site was oozing after firing. They stopped oozing with compression hemostasis. There was no patient consequence nor surgical delay reported. No additional information provided.